Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the pump went empty after the patient missed a refill in (B)(6) 2019. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated in order to verify the pump infusion rate was still accurate, the doctor filled the reservoir with preservative free normal saline, cleared the catheter and the internal pump tubing via the catheter access port (cap) with the catheter port access kit needle, tubing and syringe, then programmed the pump. The doctor planned to bring the patient back into his office in one month to determine if the expected residual volume equaled the actual residual volume, then at that time would make a clinical decision to fill the pump with an opioid or replace the existing pump. The empty pump issue was addressed as above. It was noted if the pump was explanted, it would be returned. No further complications were reported or anticipated.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient did go through withdrawal symptoms in september. These symptoms were described as increased pain with no other symptoms. The patient started on oral opioids at that time with pain somewhat controlled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.